Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 22-may-2024. Bd received one thousand two hundred thirty-two (1,232) samples for investigation. Two hundred of the samples were evaluated by functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 48 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, blood leaked from the needle tip. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, blood leaked from the needle tip. There was no report of patient impact.

Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.